Event description:
The customer reported to olympus, the colonovideoscope had an angulation control knob that felt too loose or tight although the angulation worked and a forceps insertion failure. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a peeled adhesive around the light guide lens and objective lens, a shaved forceps channel port, a worn switch 4, a wrinkled universal cord, a chipped adhesive on the bending section cover, the bending angle in the up direction did not meet the standard value due to the wear of angle wire, and the water tightness was lost due to a crack on the grip. Additionally, the following components were found scratched: scope connector cover unit, flexibility adjustment ring, lock engagement lever, free engage knob, upward/downward angulation control knob, right/left knob, light guide cover glass, switch 1, scope cover, suction connector, universal cord, grip, control unit, plastic distal end cover, and connecting tube. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, but there was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water and the nozzle was cleaned with lint-free cloths/brushes/sponges. The air/water nozzle wasn't flushed with detergent solution. There were unspecified abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the foreign material could not be identified, and it unknown why the foreign material remained in the nozzle; therefore, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.